Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Medtronic notified us that during rf delivery at the cti, noise was observed on the catheter, coinciding with the onset of ventricular fibrillation. The patient had a implantable cardioverter defibrillator lead in the ventricle that crossed the valve right at the isthmus. Multiple troubleshooting steps were attempted, including repositioning the catheter away from the implantable cardioverter defibrillator lead, which allowed successful delivery of the remaining rf lesions on the cti. Serial number of biotronik ICD unable to be obtained. Pfa catheter was close to lead when ablating, ICD settings were changed before the case, patient was not being paced when vf occurred. No images available. No damage known to ICD or leads. Should additional information be received this file will be updated.